Event description:
During a check-out procedure at the manufacturer's service center, a ventilator screen is black and the display was not viewable.. The device was not in patient use. The device's lcd display was replaced to address the issue.